Event description:
The patient reported feeling symptomatic and went to the hospital. An electrogram was done and there was no activity from the pacemaker noted. The patient was seen several days later at the clinic for a device check. There were no issues noted with the device and no complaints from the patient. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2013; 5076-52, implantable pacing lead, (B)(6) 2013. (B)(4).